Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11165r34, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for malignant pain and lumbar radiculopathy. The patient's medical history included malignant pain and lumbar radiculopathy. The patient's concomitant medications were not included. On an unknown date (after pump implantation), the patient broke out in a red rash on their side. The patient reported an infection in the pump site. The patient stated, "the pump was encrusted". The patient was given oral and IV medications that "did not help". In (B)(6) 2015, the patient had their pump and catheter surgically removed. Additional information has been requested regarding suspected cause, diagnostics, and outcome, but it was not available at the time of this report.